Manufacturer narrative:
(B)(4) follow up as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. H3 other text : see h10 narrative.

Event description:
No additional information received material #: 305214 batch#: unknown it was reported by customer that the current vented needle we use is causing a lot of work on the back end due to it coring the vial leaving the product contaminated and therefore it has to be filtered. I think there is a question also about if it is the vial stopper, we are having issues with. I need to rule out one. I thought we could try another needle to see if that helps. Do we have any other vented needles like this that we used to have? That slide part was so helpful in compounding and use with our repeater pump. I don¿t think very many sites use the repeater pumps like we do. Verbatim: complaint received via email(s) attached. The current vented needle we use is causing a lot of work on the back end due to it coring the vial leaving the product contaminated and therefore it has to be filtered. I think there is a question also about if it is the vial stopper, we are having issues with. I need to rule out one. I thought we could try another needle to see if that helps. Do we have any other vented needles like this that we used to have? That slide part was so helpful in compounding and use with our repeater pump. I don¿t think very many sites use the repeater pumps like we do.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
Material #: 305214 batch#: unknown it was reported by customer that the current vented needle we use is causing a lot of work on the back end due to it coring the vial leaving the product contaminated and therefore it has to be filtered. I think there is a question also about if it is the vial stopper, we are having issues with. I need to rule out one. I thought we could try another needle to see if that helps. Do we have any other vented needles like this that we used to have? That slide part was so helpful in compounding and use with our repeater pump. I don¿t think very many sites use the repeater pumps like we do. Verbatim: complaint received via email(s) attached. The current vented needle we use is causing a lot of work on the back end due to it coring the vial leaving the product contaminated and therefore it has to be filtered. I think there is a question also about if it is the vial stopper, we are having issues with. I need to rule out one. I thought we could try another needle to see if that helps. Do we have any other vented needles like this that we used to have? That slide part was so helpful in compounding and use with our repeater pump. I don¿t think very many sites use the repeater pumps like we do.